Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿bloody discharge from my left nipple¿, ¿capsular contracture of left breast baker 3¿, ¿hardened¿, ¿edema¿, ¿swollen lymph nodes¿, ¿chronic rashes and hives¿, ¿chronic inflammation¿, and ¿breast papilloma in left breast¿. Patient also reported ¿chest/rib pain¿, ¿chronic back pain and rib and neck pain¿, ¿extremely weak and in pain¿, ¿severe flu-like symptoms¿, ¿symptoms of fibromyalgia¿, symptoms of autoimmune disease¿, ¿symptoms of arthritis¿, ¿chronic fatigue and drowsiness¿, ¿muscle aches, pains and weakness. Joint pains¿, ¿cognitive dysfunction - difficulty in concentrating/absorbing information; memory loss; everyday tasks are now stressful¿, ¿night sweats¿, ¿fevers¿, ¿persistent cystitis¿, ¿digestive issues with extreme bloating¿, ¿persistent wheezy, dry cough¿, ¿hair loss¿, ¿weight gain¿, ¿thrush¿, ¿dehydration with very dry skin and hair¿, ¿food intolerances¿ - these events are not device related.

Event description:
Patient reported ¿bloody discharge from my left nipple¿, ¿capsular contracture of left breast baker 3¿, ¿hardened¿, ¿edema¿, ¿swollen lymph nodes¿, ¿chronic rashes and hives¿, ¿chronic inflammation¿, and ¿breast papilloma in left breast¿. Patient also reported ¿chest/rib pain¿, ¿chronic back pain and rib and neck pain¿, ¿extremely weak and in pain¿, ¿severe flu-like symptoms¿, ¿symptoms of fibromyalgia¿, symptoms of autoimmune disease¿, ¿symptoms of arthritis¿, ¿chronic fatigue and drowsiness¿, ¿muscle aches, pains and weakness. Joint pains¿, ¿cognitive dysfunction - difficulty in concentrating/absorbing information; memory loss; everyday tasks are now stressful¿, ¿night sweats¿, ¿fevers¿, ¿persistent cystitis¿, ¿digestive issues with extreme bloating¿, ¿persistent wheezy, dry cough¿, ¿hair loss¿, ¿weight gain¿, ¿thrush¿, ¿dehydration with very dry skin and hair¿, ¿food intolerances¿ - these events are not device related. This relates to the left device. Device remains implanted.

Event description:
Patient reported ¿bloody discharge from my left nipple¿, ¿capsular contracture of left breast baker 3¿, ¿hardened¿, ¿edema¿, ¿swollen lymph nodes¿, ¿chronic rashes and hives¿, ¿chronic inflammation¿, and ¿breast papilloma in left breast¿. Patient also reported ¿chest/rib pain¿, ¿chronic back pain and rib and neck pain¿, ¿extremely weak and in pain¿, ¿severe flu-like symptoms¿, ¿symptoms of fibromyalgia¿, symptoms of autoimmune disease¿, ¿symptoms of arthritis¿, ¿chronic fatigue and drowsiness¿, ¿muscle aches, pains and weakness. Joint pains¿, ¿cognitive dysfunction - difficulty in concentrating/absorbing information; memory loss; everyday tasks are now stressful¿, ¿night sweats¿, ¿fevers¿, ¿persistent cystitis¿, ¿digestive issues with extreme bloating¿, ¿persistent wheezy, dry cough¿, ¿hair loss¿, ¿weight gain¿, ¿thrush¿, ¿dehydration with very dry skin and hair¿, ¿food intolerances¿ - these events are not device related. This relates to the left device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.